Manufacturer narrative:
Of the 5 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 5</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-23 years of age and between 0 and 0 pounds. Of the reported patients, 4 were male, 1 was female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.